Event description:
On (B)(6) 2010, a baxter colleague 3 cx pump was being used to administer a primary intravenous solution of lr at 200ml/hr. At approximately 2100, the nurse programmed the pump to administer a piggyback infusion of antibiotic at 200ml/hr. At approximately 2130, the pt noted that the pump began making a "funny sound - like running water". She called the nurse into the room, who found that the primary rate was now 999ml/hr. The pt and visitor in the room stated that neither had tampered with the pump. The pump was turned off, replaced with another pump, and the intravenous solution continued at 200ml/hr. The pump was immediately removed from service and lock-out tagged. Our biomedical engineering dept reviewed the pump history on (B)(6) 2010. The history confirmed that both the primary and the secondary rates had been set at 200ml/hr, but when the secondary infusion was completed, the pump rate spontaneously jumped to 999ml/hr. This malfunction resulted in no negative pt outcome. However, had the pump been in use on a sleeping or disoriented pt, or had the primary infusion contained a medication, the outcome may have been different. The malfunction was reported by baxter on (B)(6) 2010 by biomedical engineering dept of this facility. The pump remains out of use.